Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown driver was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Although the driver was not returned, the complaint was unconfirmed through the inspection and functional testing of the returned implant along with an in-house compatible driver. No implant hex damage was noted as alleged in the complaint description, and the implant was able to assemble as intended with the compatible driver. A root cause cannot be determined for the alleged event. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: methods, results, and conclusion code. H10: added manufacturer narrative. The following sections have been corrected: d10 and h3: the driver was not returned. H6: device code. Device not returned.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the hex of the implant was damaged and that the damage was due to the driver not holding to the implant.